Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo and video were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a port placement procedure using the powerport m.r.I. Isp. During the procedure, it was noted that there was leakage at the site of the implanted port needle. Upon further troubleshooting, it was also confirmed that the port was leaking at the silicone area. Reportedly, the port body and catheter were removed. There was no reported patient injury.